Manufacturer narrative:
The reported events of high impedance and break were not confirmed by analysis. Final analysis did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, high pacing impedance was noted on the implantable cardioverter defibrillator (ICD). The physician suspected this was due to device port damage. This ICD was not used. The patient condition was stable.